Event description:
It was reported that prior to starting a da vinci si surgical procedure, the tips of the thoracic grasper instrument were not working properly. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering could not confirm the customer reported complaint of tips not working properly, however, there were findings of deep scratches on the main tube. Black tube insulation is damaged at the distal end. Insulation is gouged in various places and have pieces of insulation lifted up above the snake wrist and some missing measured roughly about 0.167 x 0.108. Metal shaft is exposed as a result. Evidence not conclusive, but damage is likely due to mishandling. The instrument has 17 uses left. Intuitive surgical contacted the initial reporter of this complaint to obtain additional information concerning the reported event; however, no additional information has been provided as of the date of this report. A follow-up MDR will be submitted if pertinent additional information is received. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperative. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.